Event description:
It was reported that during infusion of chemotherapy the patient felt pain. X-ray revealed a defect of the port a catheter device. During infusion of chemotherapy the patient felt pain. X-ray revealed a defect of the port a catheter. There was patient involvement, no serious injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) correction: d3 manufacturing establishment name updated. D4 lot number, catalog number, expiration date, and primary UDI number corrected. H4 device manufactured date corrected.

Manufacturer narrative:
D9. Date returned to mfg: 26-feb-2025. H6. Investigation codes: updated. Investigation summary: received one (1) used list# unknown, port a cath. As received, the catheter was observed to be broken off from the rest of the catheter-port assembly. The port showed general wear and tear. The entirety of the catheter was not returned. The port and catheter assembly was researched to be item no. 21-4455-24 from the lot number printed on the bottom of the port 4307487. The port-catheter assembly was primed using an ICU provided needle and syringe as per IFU (instructions for use). No leaks were found on the port body and attached catheter. Scratches and markings were observed on the plastic body and septum, of unknown origin. The attached catheter was then removed, and the port connector was inspected. Minor scratches and markings were observed, of unknown origin. The other catheter segment returned was primed in the same manner as the port-catheter assembly, and no leaks were found. Without the return of the affected catheter segment, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.